Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer reports getting all 24 patient samples pos for covid run; after cleaning, per customer, "everything", 4 blank em samples came pos for n1 and n2, of which 3 were pos for rnasep (and one neg).

Manufacturer narrative:
H6 investigation summary : the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6). ) had an "environmental contamination". Customer reported that they had obtained positive results for all 24 patient samples during a sars-cov2 assay run. Customer cleaned the instrument and ran an environmental monitoring run post-cleaning, for which all test locations gave positive results. Field service was dispatched to the site, performed instrument pm. Post-instrument pm, fse confirms that the instrument has been returned fully functional to the customer. Review of device history record for instrument serial number, (B)(6). Is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6). 2019 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6). And no additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is unconfirmed. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer reports getting all 24 patient samples pos for covid run; after cleaning, per customer, "everything", 4 blank em samples came pos for n1 and n2, of which 3 were pos for rnasep (and one neg).